Event description:
The complainant reported an (B)(6) female patient presenting for high risk percutaneous coronary intervention. During impella support, the patient's leg became discolored. After the procedure, the impella was removed as a result of the ischemia.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.